Manufacturer narrative:
Reported issue could not be replicated while trouble-shooting at the time of the event. (B)(4) 2015. A medtronic representative, following-up at the site, reported the monitor touchscreen continues to work correctly. The reported error has not re-occurred.

Event description:
A medtronic representative reported a navigation system that intermittently displayed searching for input on the monitor; the touchscreen is also working intermittently. In trouble-shooting, the touchscreen was re-calibrated and normal function was restored. There was no patient present when this issue was identified.